Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-8991cp dx knotless fibertak implant kit, when opened, did not have purple markings on the suture to indicate where to shuttle the suture from. They guessed and implanted the implant, but the anchor failed and pulled out. Anchor and suture were removed from the patient. They used another ar-8991cp dx knotless fibertak implant kit from a different, unknown lot without any issues. No photos were taken of the complaint. The case was delayed five minutes due to the issue. This was discovered during a lateral ankle stabilization procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error.